Event description:
Information was received from a patient. It was reported that they saw the elective replacement indicator (eri) error message when they last visited their healthcare provider (hcp) office, which was two weeks prior to the date of this report. On (B)(6) 2017, it was reported that the patient¿s battery wasn't working and they saw an end of service (eos) error message. The patient stated that they were told their implantable neurostimulator (ins) would last three years, but it only lasted about a year. It was reviewed that ins depletion was depended on multiple factors. The patient stated that they kept the device ¿between four and five¿ on group a most of the time, and that they've been in a lot of pain since the battery stopped working. It was noted that the ins was off/disabled and no longer providing therapy. The patient was to follow up with their hcp to address the issue of the ins depleting faster than expected, a possible ins replacement, and the return of pain. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer on 2017-03-27. The consumer wondered why the battery died when it was supposed to be a 3 year battery. The health care professional (hcp) was notified on 2017-03-07 and the patient was told to call someone to see what they could do. It was reported that they wanted to do a surgery on (B)(6) 2017 but they were unable to do so. It was reported that everything remained the same and then the machine started showing eos. It was noted that it was working on saturday and then when the patient went to the store on sunday it was dead. There was some issue scheduling a surgery but the removal surgery was finally scheduled for (B)(6) 2017. It was reported that the patient had never been pain free. It was reported that they had finally been getting relief with morphine capsules of 30 mg but there was an issue with insurance. It was reported that they were supposed to have a battery put in on (B)(6) 2017 but they might just have it taken out because it was not affording the same help as the morphine. It was noted that regular morphine did not help.